Manufacturer narrative:
(B)(4): analysis of the lead (lot# va0y0ub) found no anomaly.

Event description:
Information was received from a health care professional (hcp) and company representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported prior to implant the doctor noticed a bend near the distal tip of the electrode. They did not implant the lead as he was concerned about inaccurate placement once the stylet was removed. The lead was never implanted. The issue was identified by visual inspection. The doctor opened and implanted another lead. No interventions were taken and the issue was resolved at the time of report.